Event description:
It was reported that the tubing of two (2) solution administration sets separated from the drip chamber. The separated bonded components were discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that the tubing and chamber were disconnected. A visual inspection was performed on the two actual samples, and it was noted that the tubing and chamber were disconnected. Further visual inspection indicated that the tube was originally under inserted inside the pip of the chamber, and minimal traces of solvent were present on the tube. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.